Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports his ipg is unable to communicate with the external devices. The patient reports he last received stimulation 3-4 weeks ago and last recharged his ipg (B)(6) 2015. In addition the programmer displays an error message. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace his ipg which resolved the issue.